Event description:
It was reported that the patient underwent spinal fusion surgery on (B)(6) 2008. During the surgery rhbmp-2/acs or puregen was used. Sometime postop, the patient experienced pain and frequent muscle spasms. The patient underwent therapy and treatment to relieve discomfort and underwent a revision surgery using another surgeon to ¿repair [patient¿s] back¿ from the previous surgery. The patient reportedly continues to experience pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.